Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) was informed by the customer that the issue had been resolved. It was identified as a local network problem and was not related to the pyxis system. The system functioned as intended after customer resolved the issue.